Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure event observed during analysis.final analysis noted that a partial lead was returned. Insulation abrasions were found exposing the outer coil at 7.2 cm to 7.4 cm, 7.5 cm to 7.7 cm, 9.0 cm to 9.2 cm and 9.8 cm to 9.9 cm from the connector pin. The abrasions were consistent with that of exposure to friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.